Manufacturer narrative:
As reported in a research article, patient prothesis mismatch after tissue valve implant presented as prosthetic valve dysfunction, structural valve deterioration, thrombosis, and pannus formation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "hemodynamically significant prosthesis-patient mismatch (ppm) can be predicted and is associated with early prosthetic valve dysfunction in aortic bioprosthesis", was reviewed. This research article is a retrospective single center experience to evaluate the accuracy of predicted ppm in identifying both the presence and the degree of severity of actual postoperative ppm after surgical aortic valve replacement (savr) with a biological prosthesis. A second goal is to analyze the association between ppm, both predicted and postoperative, and prosthetic valve dysfunction, defined as structural valve degeneration, valve disruption, thrombosis, or pannus. Most implanted bioprosthesis was st jude medical (60.5%), hancock ii (17.1%), or mosaic (15.6%) , mitroflow (2.9%), biocor (1.9%), trifecta (<1%), and carbomedics (<1%) valves were associated with the study. The article concluded that predicted ppm using mean indexed effective orifice area (ieoa) values obtained by echocardiography reported in the literature identifies the presence of actual hemodynamically significant postoperative ppm, though not necessarily the degree of severity. This study also suggests that prosthetic valve dysfunction, including thrombus and pannus, can be present and easily detected early on during postoperative follow-up and may be associated with ppm. The primary and correspondence author of the article is ricardo ronderos, md, cardiac imaging department, instituto cardiovascular de buenos aires (icba), blanco encalada 1543, 1428, buenos aires, argentina, with the corresponding email: [rronderos@icba.com.ar].